Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine had migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("I dealt with monthly yeast infection but we determined that mine had migrated"), oropharyngeal pain ("sore throat") and pelvic pain ("I have had very little pain"). The patient was treated with surgery (medical device removal/vaginal hysterectomy leaving ovaries). Essure was removed. At the time of the report, the device dislocation, vulvovaginal mycotic infection, oropharyngeal pain and pelvic pain outcome was unknown. The reporter considered device dislocation, oropharyngeal pain, pelvic pain and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- vaginal yeast infection , device dislocation hysterectomy, sore throat, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4). References , reporters information and event: sore throat,pelvic pain female were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine had migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("I dealt with monthly yeast infection but we determined that mine had migrated"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation and vulvovaginal mycotic infection outcome was unknown. The reporter considered device dislocation and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- vaginal yeast infection , device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine had migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("I dealt with monthly yeast infection but we determined that mine had migrated"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation and vulvovaginal mycotic infection outcome was unknown. The reporter considered device dislocation and vulvovaginal mycotic infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- vaginal yeast infection , device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.